Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 47-55 (mg/dl); cause was unknown. Juice and frosting was consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.